Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, and compromised force sensor system. Insulin leaked inside the reservoir compartment. Customer's blood glucose level was 203 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded the motor home switch. We were unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. In addition, we were unable to verify prime or encoder signal out alarms due to motor error alarms. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked reservoir tube lip, stained address label and stained serial number label.